Manufacturer narrative:
(B) (4)

Event description:
Per the physician, the patient reportedly experienced a head injury (date not reported) that caused the fixture to come loose. Due to this, the physician implanted a second fixture and the first one remains implanted.